Event description:
It was reported that perforation was evident during implant of this right atrial (ra) lead, which caused small effusion. A pericardiocentesis was performed. No additional adverse patient effects were reported.